Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that suction tubing of the vitreous cutter popped apart during the surgery. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was inspected and found the tubing detached from the blue male barbed luer. However, further inspection of the tubing showed clear signs that the tubing was expanded at one point and connected to the barb connector. The observed detachment of tubing was consistent with user mishandling. At some point, post-receipt of this sample, the tubing was pulled from the barbed connection of the blue luer. The root cause of the customer's complaint is related to customer mishandling of the device. The evidence suggests the tubing was pulled at some point from the barbed blue luer. User mishandling of the device was found to be the root cause of this investigation and therefore no further action is required. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).